Manufacturer narrative:
Complainant name: (B)(6). (B)(4).

Event description:
It was reported that balloon rupture and vessel perforation occurred. The target lesion was located in the right coronary artery (rca). A 15mm x 4.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 1 to 2 seconds, the balloon ruptured and a vessel perforation was noted. The device was completely removed from the patient's body and a stent was implanted to seal the perforation. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded with blood in the hub, lumen and balloon. The balloon, markerbands, and proximal bond were microscopically inspected. Inspection revealed a longitudinal burst, 14mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and vessel perforation occurred. The target lesion was located in the right coronary artery (rca). A 15mm x 4.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 1 to 2 seconds, the balloon ruptured and a vessel perforation was noted. The device was completely removed from the patient's body and a stent was implanted to seal the perforation. No further patient complications were reported and the patient's status was stable.